Event description:
It was reported that during an in-clinic follow-up, high capture thresholds and failure to capture was noted on the right ventricular (rv) lead. X-ray imaging was performed and revealed a dislodgement of the rv lead. On (B)(6) 2024, the lead was attempted to be repositioned, and it was noted that the helix exhibited failure to retract and failure to extend. The lead was explanted and replaced. The patient was in stable condition.